Event description:
A technician reported that a patient presented with epithelial ingrowth in the right eye, one week following lasik surgery. The patient was asymptomatic. In a follow up, a technician reported that the event continues. There has not been any treatment for the event, and the patient will return in three weeks for follow up.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).